Event description:
In 2003, it was reported to arthrocare corporation that the patient underwent a rotator cuff repair using an ultravac arthrowand. During procedure while using the device, the patient sustained a further injury to the rotator cuff. The rotator cuff was successfully repaired without any further surgical intervention. As of 3 weeks later, the patient was reported to be doing well.